Event description:
Reporter stated that, after inserting the lancet drum into the lancet device, several of the lancets were protruding. No resultant injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.